Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a button/keypad (audio bolus button tactile change/unresponsive) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission (B)(6) 2015 device evaluation: the device has been returned and evaluated by product analysis on (B)(6) 2015 with the following findings: the audio bolus button was punctured and therefore the remaining steps were unable to be completed. Unrelated to the complaint, the battery compartment was cracked above and below the grip pad. Also unrelated to the complaint, the display screen was found to be dim and pink. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
A 3500 supplemental 2 correction report was submitted to revise the h10 narrative. The audio bolus button was punctured and was unable to be used without using a tool; therefore, the remaining steps on the investigation were unable to be completed. The 3500 supplemental 2 was submitted on (B)(6) 2015 to correct the original 3500 supplemental report. The h10 narrative was revised to include the following information: the audio bolus button was punctured and was unable to be used without using a tool,therefore the remaining steps were unable to be completed.